Event description:
It was reported by the plaintiff's attorney that on an unspecified date, the plaintiff was implanted with an ams sparc to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff experienced "severe emotional distress," "significant mental and physical pain and suffering," "sustained permanent injury," and "has undergone corrective surgery."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.